Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. The ipg was implanted over the patient's sciatic nerve. It is uncertain if the pain is related to the scs system. The patient believed the system was implanted improperly and was dissatisfied. Surgical intervention is planned to address the issue.

Event description:
It was reported that the patient system was explanted and replaced. Pain at the ipg site has been resolved.